Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and replaced the safety valve. The fse performed the annual preventative maintenance and the device passed all testing.

Event description:
It was reported that during preventive maintenance, a ventilator failed the safety valve test. There was no patient involvement.